Event description:
A report was received that the patient underwent an explant; the reason for the explant is unknown. No further information is available.

Manufacturer narrative:
A good-faith effort was made to obtain further information. No information was acquired. The device was not returned. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect device components involved in the event: model: sc-3138-25, description: lead extension - 25 cm (phase iii); model: sc-3138-25, lead extension - 25 cm (phase iii); model: sc-2138-50, linear lead (phase iiia) 50 cm; model: sc-2138-50, linear lead (phase iiia) 50 cm. This is a final report.